Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: united states. Customer complains that during a lap case, the lower jaw of the prestige grasper fell off during surgery. Surgery was delayed for 10-15 minutes. No patient injury reported. No patient information provided.

Manufacturer narrative:
Device was not returned for investigation despite request for return. The lot number of the device was not provided; unable to review manufacturing records. Previously reported similar complaint investigations determined root cause for breakage to be related to mishandling. Not returned